Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record (lhr) did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hemodynamic - hypotensive. Time of symptoms/ae: during the procedure. It was reported that after stent placement and post-dilatation of the left internal carotid artery, the pt became hypotensive and medications were given. The unspecified IV vasopressors were gradually stopped and the pt was discharged home in good condition 4 days post carotid procedure. The pt did not experience any adverse sequelae. Though requested, no add'l info was available. Study event.